Event description:
User reports water from the reservoir leaked onto the floor after replacing the valve body. The operator was not harmed, and no patient samples were involved in the issue. When the field service rep arrived, the operator had replaced the leaking valve body, and the instrument was operating normally. The field svc rep examined the system for water damage, and found none. Performance tests were performed and within specification.